Manufacturer narrative:
Corrected data: h6-2923 should be added for correction. Claim#(B)(4).

Manufacturer narrative:
Device problem code: (B)(4)- off-label use, acd<3.0mm. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to galare, haloes, and low vault on 07/feb/2023. This resolved the problem. Cause of the event is reported as unknown.